Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege since patients surgical implant of the asr hip, patient has recently began to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily activities. It is further alleged patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering. Update - the sales rep has reported the revision. Patient was revised due to pain. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege since patients surgical implant of the asr hip, patient has recently began to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily activities. It is further alleged patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering. ***update - the sales rep has reported the revision. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in b)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.